Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter valve, the patient had an annular perimeter of 85 mm, type 1 bicuspid aortic valve with left coronary cusp (lcc) to right coronary cusp (rcc) fusion, and multiple calcifications protruding into the annulus. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic (inoue) balloon which expanded without indentation. Upon the first deployment attempt, under expansion of the valve frame was observed which did not improve, and the valve was recaptured. Upon the second deployment attempt at a deeper position, the expansion improved; however, severe paravalvular leak (pvl) was observed. Subsequently, the system was withdrawn from the patient, and another pre-implant bav was performed. A 34 mm transcatheter valve was considered, however, the physician decided to use a 26 mm non-medtronic (sapien)transcatheter valve. Therefore, the 26 mm non-medtronic valve was implanted at a depth of -2 mm and the procedure was completed. Additional information was received that the patient's bicuspid valve with calcification protruding into the annular region was a contributing factor to the event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter valve, the patient had an annular perimeter of 85 mm, type 1 bicuspid aortic valve with left coronary cusp (lcc) to right coronary cusp (rcc) fusion, and multiple calcifications protruding into the annulus. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon which expanded without indentation. Upon the first deployment attempt, under expansion of the valve frame was observed which did not improve, and the valve was recaptured. Upon the second deployment attempt at a deeper position, the expansion improved; however, severe paravalvular leak (pvl) was observed. Subsequently, the system was withdrawn from the patient, and another pre-implant bav was performed. A 34 mm transcatheter valve was considered, however, the physician decided to use a 26 mm non-medtronic transcatheter valve. Therefore, the 26 mm non-medtronic valve was implanted at a depth of -2 mm and the procedure was completed.